Event description:
During a knee arthroscopy, the plunger fell onto the floor and the surgeon tried to use the sizer by tapping on the plug repeatedly to push it into the defect. The plug bottom came out of the delivery device, but the top remained inside the patient.

Manufacturer narrative:
As part of our risk management process, a retrospective review of trufit plug complaints (2004 to 2007) which was prior to smith-nephew integration has been conducted. As a result, this complaint has been determined to be reportable.